Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was squirting insulin at the beginning of priming. Customer stated that retainer ring was came off twice and customer had to glue it down. Customer stated that insulin pump alarmed for battery dead even battery wasn't dead. Customer stated that blood glucose level won't stay down with less than 50 units in. Customer stated that they received the unexplained no delivery alarms. Customer stated that sometimes they need to press buttons twice to work. The device will be returned for analysis.